Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis, and the reported issue was arm 3 drifting was confirmed and replicated. In logs, the 23137 error axis1 was found indicating pot to encoder, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would relate to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where sensor check and sine cycle was found to be failing on dof2/axis 1, replicating the reported event. As a result of these findings, failure analysis concluded that the yaw searchlight was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Isi received the usm to perform failure analysis; however, fa is still in progress. A follow up MDR will be submitted once the evaluation has been completed or additional information is obtained.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer encountered drifting on the universal surgical manipulator 3 (usm3). It was noted that the issue also occurred when draping the system prior to docking. The technical service engineer viewed the system logs but found no related errors. The procedure was completed with no reported injury.